Event description:
The pt was found to be unresponsive. Her husband called the paramedics. The paramedics tested her blood glucose on their device and it was 42 mg/dl. They tested her blood glucose on her suspect device and it read 202 mg/dl. She was given dextrose and orange juice.